Event description:
In 2008, the patient underwent a gore excluder aaa endoprosthesis procedure. The physician deployed the trunk ipsilateral leg component and upon extension down the right common iliac, the physician had difficulty advancing the sheath due to calcification and tortuosity, the physician used minimal force to advance the sheath. The patient's blood pressure dropped. An extravasation of contrast in the region of the aortic bifurcation was observed via angiogram. This was repaired endovascularly. Blood loss was 2500 ml. The patient tolerated the procedure.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.